Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Follow-up # 1 date of submission 2/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 2/06/2017 with the following findings: during visual inspection of the pump, it was observed that there were no lines through the display screen therefore the investigation could not duplicate the initial complaint. The pump was opened and there was no internal moisture or defects to the display screen found. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).